Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was found unresponsive and unable to be awakened at home. The patient¿s cgm indicated an unspecified low cgm value and it was reported the cgm mobile app generated an alert, but the customer was unable to hear the alarm. The patient¿s husband called 911. Once emergency medical services (ems) arrived, the patient was transported to the emergency room (ER). The patient¿s bg meter reading was between 30-37 mg/dl. In the ER, the patient was treated with glucagon and administered with IV dextrose (d10). The patient regained consciousness while in the ER at which time her bg meter reading increased to 110 mg/dl. The patient was admitted to the hospital and during her hospitalization the patient¿s tandem insulin pump was discontinued. The patient started on lantus and novolog insulin. The patient¿s bg meter readings were monitored four times/day with readings ranging from 77 mg/dl to 300 mg/dl. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2026. Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on(B)(6) 2026 at 12:42 pm. The sensor session lasted 10 days and ended due to unknown reasons on(B)(6) 2026 at 8:16 am. There were no bg calibrations attempted during the sensor session. On the day of the reported event ((B)(6) 2026) the estimated glucose values (egvs) began to fall at 4:31 am and at 5:57 am reached (B)(6) and an urgent low soon alert was triggered at 65% audio volume. The egvs then continued to fall, triggering an urgent low alert at 6:17 am with audio volume starting at 65% then progressing to 100%. At 6:31 am the egvs fell below (B)(6) and the alert continued. No acknowledgements of any of the alert were found in the data. All alerts were found to have performed as intended. The allegation and probable cause could not be determined. No additional patient or event information is available.